Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the investigation results, it is likely that the following led to the malfunction: component failure, blockages, and dirt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the ultrasound bronchofibervideoscope was found to have a clogged channel tube due to foreign objects at the distal end. No patients were involved.